Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy, and has an alternate method available for insulin therapy.